Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
The customer loaded 300 units of insulin into her cartridge, but she received a message asking her to fill a minimum of 50 units. There was no impact to the customer's blood glucose level.